Manufacturer narrative:
The 2.5mm x 100mm x 150cm sterling sl otw balloon catheter was returned for analysis. The balloon was loosely folded and there was blood in the balloon, inflation lumen (shaft) and wire lumen (shaft). The device was soaked in a warm water bath for 7 days. The tip, balloon, proximal weld, and inner/outer shaft were microscopically and visually inspected. Inspection revealed tip damage (bent), there was a pinhole in the balloon material located at the distal edge of the distal markerband. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous transluminal angioplasty was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion below the knee. The sheath was located antegradely and the stenosis in the lower leg was explored with a v-18 controlwire guidewire. A 2.5mm x 100mm x 150cm sterling sl balloon was advanced over the v18 guidewire into the stenosis and ruptured upon inflation at 18 atmospheres. This second 2.5mm x 100mm x 150cm sterling sl balloon was used and also ruptured in the same place. The balloon ruptures were due to very hard calcification. The stenosis was resolved despite this and the patient was reported to be stable.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous transluminal angioplasty was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion below the knee. The sheath was located antegradely and the stenosis in the lower leg was explored with a v-18 controlwire guidewire. A 2.5mm x 100mm x 150cm sterling sl balloon was advanced over the v18 guidewire into the stenosis and ruptured upon inflation at 18 atmospheres. This second 2.5mm x 100mm x 150cm sterling sl balloon was used and also ruptured in the same place. The balloon ruptures were due to very hard calcification. The stenosis was resolved despite this and the patient was reported to be stable.